Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she has having bowel incontinence and when she did go it was diarrhea. She tried to increase stimulation on program 3 to 3.8 on (B)(6) 2015, but it felt uncomfortable so she decreased to 3.7. She stated that since implant her therapy improved "occasionally." The patient mentioned that her first implantable neurostimulator (ins) worked really good, but it was on the right side and the new one was on the left side.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vg9r, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted for fecal. The patient's first implantable neurostimulator (ins) was working and they had no problems. A second ins was implanted 6 days ago. With the second implant, the first part of their bowel movement was formed, but by the end of the bowel movement it was still runny. Before implant the patient had to take imodium and probiotics at night. The patient did not take the imodium up until the day of surgery, so they did not have a bowel movement for the first several days after the implant surgery. The patient first noticed the problem several days after implant. The patient had no therapeutic benefit. The patient saw their manufacturer representative before the implant surgery and after the surgery when they set up the device. The patient wanted to ask their manufacturer representative what strength and program to go to in order to improve their symptoms. The patient used the patient programmer and got the poor communication screen first, but then was able to connect. The patient was on program 3 at 1.8v and increased to 2.0v. The patient confirmed it felt comfortable. The patient still had bandages. Additional information received reported that the patient was on program 3 at 2.6v and the first part of their bowel movements was formed but the rest was runny. The patient increased to 2.8v and this did not resolve the issue. It was also noted that the device affected the patient's urinary flow; she urinated more than normally, had to wear pads, and sometimes she could not make it to the bathroom. The onset of these symptoms was noted to be sudden. It was reported that the patient received assistance and her concerns were resolved. It was also reported that the patient was still having concerns regarding her device or therapy but was working with a doctor or manufacturing representative and had an appointment scheduled for 2015-06-30.